Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer did not provide the blood glucose value at the time of the call and did not provide any further details about the incident other than they were treated by paramedics. The customer was not hospitalized. The customer no longer has the insulin pump. The customer did not return the product back for analysis.